Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robot thyroidectomy procedure, there was gas leakage that occurred as soon as the trocar was inserted. To prevent the leakage, the surgeon attempted to suture the site of the trocar to fix it but it didn't work. Another device was used to complete the procedure. There were no adverse consequences for the patient.